Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive change over time. The lens exchanged with a lens of a different power and the problem was resolved. Cause of the event was reported as unknown.